Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
A surgeon was performing a a partial knee arthroplasty procedure using the robotic arm interactive orthopedic system (rio). During the case, the rio was unable to correct the graph without placing the implants outside of safe parameters. The case was converted to a manual total knee arthroplasty.

Manufacturer narrative:
An event regarding tight balancing graph involving 2.1 rio robotic arm int. Orth. System, catalog: 204000 was reported. A review of the DHR associated with rio 195 found quality inspection procedures successfully passed with the following notes (B)(4). Based on the device identification (B)(4) the complaint databases were reviewed from 2011 to present for similar reported events regarding "graph kept showing that the joint was tight and unable to correct the graph without placing the implants outside of safe parameters." There were no other similar reported eventa for the listed catalog number. Upon inspecting the different joint balance attempts and the bone registration, the bone morphology could not be accommodated by the mck implant planning guidelines. The guidelines for planning angles are a recommendation based on the implant design. The software values shown by the joint balance match the visual representation of the joint at the time of capture. Even though a gap was present it was not large enough to accommodate the implants. The ideal plan would yield intra-operative gaps from 0 mm to 1.5 mm. The software provided the necessary information to make this intra-operative decision and no defect was found.

Event description:
A surgeon was performing a partial knee arthroplasty procedure using the robotic arm interactive orthopedic system (rio). During the case, the rio was unable to correct the graph without placing the implants outside of safe parameters. The case was converted to a manual total knee arthroplasty.